Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet was successfully implanted into a left atrial appendage, which was reportedly shaped like a chicken wing. One week following the procedure, the patient returned with delayed cardiac tamponade. The fluid was drained to correct the problem. The patient was reported to be doing well following this event. Subsequent to the initially filed information, it was reported that the delivery system used during procedure was a 12f amplatzer torqvue delivery sheath. During the procedure, there was no retraction of the device into the delivery system, but there was difficulty implanting the device, and there were two positioning attempts because of appendix morphology. During procedure, heparin was administered, and the patient's activated clotting time (act) level was 290 seconds. The patient presented with cardiac tamponade on 25 march 2022, and the patient was hospitalized. Through ultrasound examination, a significant pericardial effusion was diagnosed. A drainage attempt through supraglottic airway (sga) catheter was attempted but unsuccessful. The patient was sent to the operating room, and the drainage was successfully performed through a transthoracic opening. The patient was discharged 24 hours after drainage without complications. The patient did not experience any permanent impairment or damage as a result of this event. The cause of this event was unknown. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6 device code : code - 4641 -unexpected medical intervention has been removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet was successfully implanted into a left atrial appendage, which was reportedly shaped like a chicken wing. One week following the procedure, the patient returned with delayed cardiac tamponade. The fluid was drained to correct the problem.